Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: lumbar degenerative disk disease l5-s1. For which, patient underwent following procedures: anterior lumbar discectomy with arthrodesis of the l5-s1 disk space; placement of biomechanical structural intervertebral device into the disk space at l5-s1 using a peek cage; placement of anterior cervical plate instrumentation for fixation l5 to s1; use of bone morphogenic protein for arthrodesis. 5. Intraoperative use of fluoroscopy. Per op notes, a cage was packed with allograft using bone morphogenic protein sponges. The cage was then placed into the disk space and impacted into position. Fluoroscopy both ap and lateral confirmed good placement of the cage and plate. Patient tolerated the procedure well without any intraoperative complications. On same day, patient also underwent following procedures: anterior left rectus muscle sparring, retroperitoneal approach to l5-s1 disk space; mobilization of great vessels; insertion of on-q pain pump catheter. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2007 the patient underwent a surgery. Preoperative diagnosis: lumbar degenerative disk disease l5-s1. Procedures performed: anterior lumbar diskectomy with arthrodesis of the l5-s1 disk space; placement of biomechanical structural intervertebral device into the disk space at l5-sl using a peek cage; placement of an anterior cervical plate instrumentation for fixation l5 to sl; use of rh-bmp2/acs for arthrodesis; intraoperative use of fluoroscopy. Pre op notes: the disk space was dilated to approximately 12 mm in height. This appeared to approximate the surrounding disks. At this point a cage was packed with allograft using rh-bmp2/acs sponges. The cage was then placed into the disk space and impacted into position. This was all done with fluoroscopic guidance. Once the cage was in good place and confirmed, attention was turned to fixation. An anterior lumbar plate was then sized. Pilot drill holes were placed into the vertebral bodies of l5 and s1 and the plate was fixated with 25-mm screws. The patient also underwent following procedures: anterior left rectus muscle parring, retroperitoneal approach to l5-s1 disk space; mobilization of great vessels; insertion of on-q pain pump catheter. On (B)(6) 2007 the patient was presented for follow up visit. No complication was reported. On (B)(6) 2007 the patient underwent MRI of the lumbar spine. Impressions: transitional vertebral segment at lumbosacral junction; status post l4-5 anterior stabilization with interbody fusion without evidence of complication. On (B)(6) 2007 the patient was presented for follow up visit. On examination she had tenderness over the left sacroiliac joint. On (B)(6) 2007, (B)(6) 2007 the patient underwent CT guided sacroiliac joint intra-articular corticosteroid injection. On (B)(6) 2007 the patient was presented for follow up visit with low back pain and left leg pain. On (B)(6) 2008 the patient was presented for follow up visit. She complains about having more muscular spasm in her low back and radiated intermittently into her right leg. There was some lumbar ternderness mostly in the right paraspinal musculature. Impression: status post lumbar fusion anteriorly with recurrent lumbar pain. On (B)(6) 2008 the patient was presented for follow up visit. She had some moderate low back pain. On (B)(6) 2008 the patient underwent CT scan of the lumbar spine. Impressions: satisfactory postoperative appearance of the l5-s1 fusion; probable mild-to-moderate central canal and lateral recess. Narrowing at l5-s1. On (B)(6) 2008 the patient underwent MRI of the lumbar spine. Impressions: satisfactory appearance of anterior l5-s1 fusion, with moderate decreased size of the l5-s1 disc bulge, which is now small; no change in mild-to-moderate narrowing of the left-sided l5- s1 neural foramen. On (B)(6) 2008 the patient underwent colposcopy. Impressions: status post small colon polypectomy. On (B)(6) 2010 the patient underwent a procedure. Impressions: post laminectomy syndrome lumbar region, radicuilitis, lumbar. Procedure: interlaminar epidural steroid injection. On (B)(6) 2010 the patient was presented for follow up visit for medication. Assessment: low back pain, intervertebral disc disorder, degeneration of lumbar disc, lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.